Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37791, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The patient reported seeing the poor communication screen on the patient programmer (pp). The patient tried connecting using the pp without the antenna attached and got poor communication and was unable to connect even after new batteries were used. The recharger was unable to communicate with the implantable neurostimulator (ins). The last time the patient felt stimulation or had a successful charge session was on (B)(6). It was noted the patient fell down the stairs but it had "been a while back." The patient called back two days later and reported the pp was unable to power up. He also stated the ins had been depleted since (B)(6) and the manufacturer's representative (rep) told him that ins needed to be replaced. The rep. Told the patient he would help him get an appointment to meet with a physician. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history includes failed back surgery syndrome.

Event description:
Additional information received from the consumer reported he received the replacement programmer and antenna in the mail. It was noted the patient's battery was dead and he had surgery to replace the battery. It came with its only programmer. The issue of being unable to connect to the device was resolved.